Event description:
It was reported that this electrode exhibited a steady rise in shock impedance measurements. Disk analysis was performed which confirmed the battery was prematurely depleting, which technical services (ts) recommended device and electrode replacement due to the high shock impedance measurements. Then, this patient presented to the emergency room (ER) for bradycardia. This patient was claiming the subcutaneous implantable cardioverter defibrillator (s-ICD) should be shocking in which it wasn't. Ts explained that there is only a back up pacemaker with this s-ICD. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited a steady rise in shock impedance measurements. Disk analysis was performed which confirmed the battery was prematurely depleting, which technical services (ts) recommended device and electrode replacement due to the high shock impedance measurements. Then, this patient presented to the emergency room (ER) for bradycardia. This patient was claiming the subcutaneous implantable cardioverter defibrillator (s-ICD) should be shocking in which it wasnt. Ts explained that there is only a back up pacemaker with this s-ICD. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Removed 2405: therapy effectiveness and f10: inadequate/inappropriate therapy codes per medical review request.

Event description:
It was reported that this electrode exhibited a steady rise in shock impedance measurements. Disk analysis was performed which confirmed the battery was prematurely depleting, which technical services (ts) recommended device and electrode replacement due to the high shock impedance measurements. Then, this patient presented to the emergency room (ER) for bradycardia. This patient was claiming the subcutaneous implantable cardioverter defibrillator (s-ICD) should be shocking in which it wasnt. Ts explained that there is only a back up pacemaker with this s-ICD. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to d4 from 3400 to 3010 removed 2405: therapy effectiveness and f10: inadequate/inappropriate therapy codes per medical review request.

Event description:
It was reported that this electrode exhibited a steady rise in shock impedance measurements. Disk analysis was performed which confirmed the battery was prematurely depleting, which technical services (ts) recommended device and electrode replacement due to the high shock impedance measurements. Then, this patient presented to the emergency room (ER) for bradycardia. This patient was claiming the subcutaneous implantable cardioverter defibrillator (s-ICD) should be shocking in which it wasnt. Ts explained that there is only a back up pacemaker with this s-ICD. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.